Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated by functional testing, each filled with water, and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there was whole tube push off non-patient end of needle. The following information was provided by the initial reporter. The customer stated: "during the blood draw, the test tube cork rebounded. It needed to be pressed hard to the end or the blood would not flow back."

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there was whole tube push off non-patient end of needle. The following information was provided by the initial reporter. The customer stated: "during the blood draw, the test tube cork rebounded. It needed to be pressed hard to the end or the blood would not flow back."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.